Event description:
A plate silicone lens model aa4204vf, diopter 23.0 was torn upon insertion. The lens was implanted and removed in 2005 without pt injury. The reporter believes the lens was damaged by the injector. An msi-tr injector and mtc-60c fp cartridge were used during surgery, but the lot numbers were unknown.

Manufacturer narrative:
H6: method: a work order search for this lens was performed. Results: there were no similar complaints found within the work order.